Manufacturer narrative:
Product ID 8709, lot# l71601, implanted: 1999 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that a granuloma was found and confirmed via magnetic resonance imaging (MRI). The granuloma caused a compression on the patient's spinal cord. The patient experienced bladder retention and left leg numbness. A surgical procedure was performed on the date of this report. A "cord decompression surgery" was performed. The granuloma was found to be "lapped around the intrathecal" and it was "dissected away" by cutting 4 centimeters off the tip of the catheter. The device was used to deliver morphine and dilaudid. The patient outcome was unknown as the date of this reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
The mass was removed or surgically explored. The catheter was left untouched.